Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sodium heparin (nh) 158 usp units blood collection tubes, the tube was broken. No adverse impact was reported regarding the patient or user.